Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery in 2000 and mesh was implanted. It was reported that the patient underwent surgery for strangulated hernia in 2000, abdominal abscess with pseudomonas, c-diff. It was reported that the patient underwent several wound revisions on (B)(6) 2002, (B)(6) 2002, (B)(6) 2002 and (B)(6) 2005. It was reported that the patient underwent a ventral hernia repair on (B)(6) 2007. It was reported that the patient experienced subsequent fistula formation since (B)(6) 2013. The patient died on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The mesh began to protrude and the patient underwent additional procedures to correct infection since 2000. The patient died in (B)(6) 2013. The cause of death was not reported. No additional information was provided.